Event description:
An aneurx stent graft system was implanted in a patient for treatment an abdominal aortic aneurysm approximately 52 months ago. The iliac arteries and the aorta were tortuous. It was reported the stent grafts were explanted due to an enlarging aneurysm. There was a large lumbar artery by the renal arteries with no room for cuff placement. The device was explanted during surgical conversion due to continued aneurysm expansion without evidence of an active endoleak. The patient was originally treated for a 5.7 cm enlarging infrarenal abdominal aortic aneurysm. At 24 months aneurysm expansion without a visible endoleak was reported, and aortic and distal ipsilateral iliac cuffs were implanted in an attempt to extend the proximal and distal sealing zones. Interval aneurysm expansion to 8.6 cm at a 50 month follow-up again could not confirm any visible endoleak or stent graft migration. Aortogram just prior to explant showed an expanding aneurysm with no active endoleak, and significant aorta tortuosity up to within 4 - 5 mm of the renal arteries. During the explant, a large feeding lumbar artery was observed at the proximal neck near the junction of the proximal stent graft margin. The device was reported as intact, with extreme incorporation with the iliac limbs requiring challenging removal. The patient was successfully converted. From the examination of the returned devices the likely primary cause of the aneurysm expansion appears to be from the large feeding lumbar artery observed at explant. Multiple stent fatigue fractures were observed on the bifurcated aortic body (rings 1 and 3), with several associated spring abrasion holes, all likely caused by the observed stent graft angulation and aneurysm morphology changes. The abrasion holes observed on the proximal graft margin were possibly caused by the underlying aortic cuff. It is possible that these holes may have contributed to the aneurysm expansion; however, the holes were likely covered by the cuff, and substantial tissue integration was observed covering the majority of the stent graft. Multiple suture breaks and spring abrasion holes were also observed on the mid-length of the ipsilateral limb and contralateral limb, again likely caused by high limb angulation. It is also possible that these holes may have contributed to the aneurysm expansion; however, the majority of the limb holes appear to have been covered by tissue (much of it calcified), the ipsilateral cuff likely overlapped several of the holes, and no endoleak was observed in this area. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: type 2 endoleak, tortuous arteries and aorta. Evaluation: conclusion: type 2 endoleak, tortuous arteries and aorta.